Event description:
The clear tube part separated from the blue hub part and the clear tube went down into the pt's airway. Cannula retrieved and replacement trach inserted. No permanent impairment to pt.